Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and reservoir was leak at the past second o ring and also stated that reservoir had air bubble. The customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump was dripping out insulin. Customer reported that the drive support cap appears normal. Customer was able to successfully clear the alarm but unable to complete insulin pump rewind. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and prime or fill anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.